Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose over 600mg/dl, and the blood glucose was treated with manual injections. It was stated that the customer experienced vomiting, nausea, and urination. The time, date, and basal rate settings in the insulin pump were correct. Further testing could not be performed as customer did not have extra supplies to continue testing. Advised the caller to use a back up plan. No further information was provided.